Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out infusion set, pump supplies, or cleared alarm and resumed insulin delivery. Customer's blood glucose was 220-306 mg/dl.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies, cleared alarms, and resumed insulin delivery. Customer's blood glucose was 220-306 mg/dl during the occlusion alarms.